Event description:
Information was received indicating that a pump was connected to a cadd administration set to infuse chemotherapy in the hospital on friday, and when the nurse checked on saturday the bag was still full. It was reported the nurse changed the bag then disposed of the old one and the pump has been working without issues. Per reporter the nurse was advised to check the pump periodically to see that it is running with the green light flashing. No adverse patient effects were reported. No additional information is available at this time.